Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the patient's outcome could not be conclusively determined through this evaluation. The patient¿s family decided to withdraw care and the patient expired on (B)(6) 2023 due to multi-system organ failure. The device was reported to operate as expected. No autopsy was performed and the heartmate 3 lvas, serial number (B)(6), was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists peripheral thromboembolic events, stroke, and multiple types of organ failure and dysfunction (including right heart failure and renal failure), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿ (under "right heart failure"), discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number for rvad: 3003306248-2023-05083.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was taken back to emergency room on (B)(6) 2023 for chest closure and right ventricular assist device (rvad) placement due to right ventricle failure. It was placed to allow for chest closure and heart to rest. Acute renal failure was confirmed via labs. There wa suspected bowel ischemia and cerebrovascular infarct. Brain imaging was not obtained to confirm whether cerebrovascular accident (cva) occurred, but the patient was never neurologically purposeful after being off sedation for several days. The patient had low flow software placed onto their system controllers for blood pressure issues 3 weeks ago. Device operated as expected. The patient was anticoagulated with heparin following heartmate 3 (mh3) implant. The patient decompensated due to multisystem organ failure. Family opted to withdraw care. The patient passed away on (B)(6) 2023. No autopsy performed.